Manufacturer narrative:
(B)(4) - (ischemic optic neuropathy). Info has been requested to the complaint reporter however, at the time of this report no additional info has been received. Evaluation: method and result: at the time of this report equipment evaluation has not been done since the equipment has not been identified. When the equipment evaluation is completed a supplemental will be submitted. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.

Event description:
A surgeon reported that he was aware of a case from ireland where the pt suffered ischemic optic neuropathy immediately following a femtolasik procedure with an intralase laser. It was also reported by the surgeon that the case is sub judice at the present and that he will be happy to discuss it further when the case is completed.